Manufacturer narrative:
Corrected information was provided in section h.11. The initial decision to report was incorrect resulting in the initial report being submitted in error as the event was pertaining to the ophthalmic curved laser probe not the illumination curved laser probe as originally stated. Hence, no further reports will be submitted under the file ID# 2028159-2025-00148. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A retrospective post-market clinical follow-up study indicated that, the patient experienced loss of visual field. The current patient condition was unknown. No further follow-up will be conducted.